Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a scratch on intraocular lens after implantation. The lens was removed during initial procedure. The surgery was completed with the another unspecified iol on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5., e.1., d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. Viscoelastic was observed on the lens. The optic had been cut from the edge to the center typical of removal. The lens was cleaned with klrp. The optic had a scratch near the edge on the posterior surface. The used company cartridge was also returned. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No damage was observed. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non qualified handpiece and viscoelastic. The root cause for the observed lens damage appears to be related to a failure to follow the IFU. Inadequate viscoelastic was observed the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, a non qualified handpiece and viscoelastic were indicated. The IFU instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the surgery was completed with company lens on the same day.